Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for about the last 2 weeks or longer than that they have noticed a return of pain, tingling down their left leg if they move a certain way or sneeze, and the spinal cord stimulator (scs) hasn't been doing much for them. Patient stated they have made some adjustments on their own. Patient also noted that their implant battery is depleting in 2.5 days and it used to last longer prior to them changing their therapy settings. Patient commented last night the implant was at 100% and now it is at 40%. Agent had patient confirm therapy was on and in group a with program 1 intensity at 2.6; patient commented that was a little higher as it used to be under 2. Patient confirmed they have always been on group a. Agent reviewed changing therapy groups and increasing/decreasing intensity. Agent also reviewed ins charge depletion rates are based on therapy settings and usage. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address the issue. Additional information was received from patient who reported that their return of pain is as bad is it was prior to receiving the stimulator. No cause was identified. They have not taken any actions to resolve this issue. They are unsure what to do and issue has not been resolved. Additional information was received from the patient. Patient called back in repeating how the implanted battery seems to have to be charged more frequently. Patinet stated now they have to charge the implant about every 1.5 days. Agent repeated how charge frequency is based off of usage and stimulation settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.